Manufacturer narrative:
The lancet device was returned for investigation and the customer's allegation could not be confirmed. The received lancing device was in functional condition. The lancing device was tested with test lancets at 11 different pricking depth settings. For each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. The lancing device was disassembled and no abnormalities were observed. A review of complaint data did not identify an increased trend in complaints with the alleged mode of failure during the affected production interval. All product batches are controlled with regard to the quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. All non-conforming products are handled in accordance to iso 13485.

Manufacturer narrative:
The customer's device was requested for investigation and replacement product was sent to the customer. Initial reporter occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient had an issue with a coaguchek xs sofclix lancet device. When the cap is removed from the lancet device, the white base where lancets are placed does not properly hold the lancet in place. The lancet protrudes beyond the secured/sealed cap opening.